Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leakage at catheter junction during intravenous infusion administration, 35 minutes after medication administration, the nurse discovered fluid leakage at the indwelling needle connector during rounds. Leakage persisted even after tightening the connection, prompting immediate replacement of the infusion set.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found in process and retained sample; no similar complaints have been received from other hospitals about this batch of products. The root cause of the leakage after tightening cannot be determined because the defective sample is not received for analysis and confirmation. The plant will continue to track and trend for this issue.